Manufacturer narrative:
(B)(4). The clip, which remains in the vessel, had previously been implanted at an unknown time prior to this procedure. The user had knowledge of the clip presence and position prior to proceeding with vessel closure. No device malfunction was indicated in this case. The attempt to circumvent the clip for access, lead to the shearing of the procedural sheath. There is an indication of a user technique influence on the reported experience. The clip location had influence on the reported experience, as the clip was the object that sheared the sheath. There is an indication of anatomical influence on the reported experience. Based on the reported information, the cause of the reported event was determined to be related to the operational context of the procedure. There is no indication of a product quality deficiency. Review of the device history record and a query of the complaint handling database could not be performed because the lot number was not provided.

Event description:
It was reported that prior to a chemoembolization procedure, a physician performed an ultrasound in the right common femoral artery (rcfa) for access and was able to observe a previously implanted starclose clip. The physician tried to go cephalad to the implanted clip. A 4fr sheath was inserted into the rcfa. When the physician removed the sheath from the groin, one third of the sheath sheared off and traveled down the leg. The sheath was sheared off by a previously deployed starclose clip. The opposite groin was accessed and the sheath fragment was retrieved. Manual arterial compression was applied at the end of the procedure in both groins to achieve hemostasis. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.